Manufacturer narrative:
One 6f double lumen pro-line catheter was returned for evaluation. The lumen is trimmed at the 21cm mark. A visual and functional evaluation revealed a hole at the lumen to hub junction that leaks when the device is flushed. The device was forwarded to the contract manufacturer for evaluation and investigation. Based on the investigation, a root cause could not be determined. All catheters are 100% leaked tested during the manufacturing process, but the failure mode may have taken place after testing and missed during quality inspection. All processes and procedures have been reviewed and updated to help minimize this type of occurrence in the future.

Manufacturer narrative:
An investigation has been initiated. The device was forwarded to the contract manufacturer for evaluation and investigation. When the investigation is complete a final report will be submitted.

Event description:
After catheter was placed a pin hole was noticed just below the hub. The catheter was removed and a new catheter placed. The patient was not impacted.